Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the emergency room after receiving shocks from the device. It was found that the lead was exhibiting noise, oversensing, pacing inhibition, inappropriate shocks, and pacing impedance measurements of less than 200 ohms. A surgical revision was performed, and an attempt was made to explant the lead; however, was unsuccessful. The lead was surgically abandoned and replaced. The patient had been previously implanted with a left ventricular assist device (lvad), and review of fluoroscopic images showed the lead had been positioned near the apex or low septum, behind the lvad. The noise was suspected to be due to interference with the lvad. No additional adverse patient effects were reported.